Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, concentric, and 100% stenosed mid right coronary artery. Pre-dilatation was performed with a 3.0 x 15 mm trek; however, during the second inflation at 10 atmospheres, for 20 seconds, the balloon ruptured. There was no reported resistance during advancement or removal of the catheter. To complete the procedure, a non-abbott balloon was used for pre-dilatation and a 2.5 x 28 mm xience prime was deployed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: wizard, route, guide cath: axess 7f jr4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.